Event description:
Rep reports that the surgeon had difficulty removing a flex tip catheter following a trailing. Patient had to go to surgery as a result of this difficulty. At the present time, the surgeon does not know if the device was causitive and would like the devices examined. X-rays were also said to be available to facilitate investigation.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be verified. Received was an 11- inch segment of flextip catheter. Microscopic examination of this segment of catheter revealed several kinks throughout the catheter. The inner coil appeared stretched in one area and was exposed at one end. The exact manner in which the kinking occurred could not be verified, however, the x-ray revealed the catheter was placed in the general area of the spine. It is likely that aggressive handling while inserting the catheter (during training) resulted in catheter kinking/damage resulting in difficulty removing the flextip catheter. Based on the results of this evaluation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.